Event description:
It has been reported that the AED is not functioning properly.

Manufacturer narrative:
Previously reported on pr (B)(4) with MDR# 3030677-2020-00520. Investigation pending the return of the device.

Event description:
It has been reported that the device is draining batteries.